Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose above 13.9 mmol/l (250 mg/dl) while wearing the pod between 5 and 24 hours. Upon removal from the infusion site on the hip/buttocks, the pod¿s cannula was found to be bent. The patient experienced significant pain and discomfort, and insulin delivery was not occurring properly, resulting in prolonged elevated glucose readings. The pod had to be replaced two days earlier than scheduled, and the removed pod showed the needle bent straight upward, leaving the infusion site swollen and bruised. As treatment a new pod was placed.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause skin swelling and no issues were found. The exact cause of the reported swelling could not be conclusively determined. No blood was observed on or within the device. During the investigation the exact cause of bleeding or bruising was not found.